Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has a blank display and his pump is not taking any batteries that he puts in there. His blood glucose is 300 mg/dl. During blank display troubleshooting, the customer said that he is not calling back after receiving a new battery cap and that his pump had not been exposed to any moisture. The display did not return. The battery cap and the insulin pump will not be returning for analysis.